Event description:
During a remote follow-up, episodes of post-sensed t-wave oversensing (pstwos) and pacemaker mediated tachycardia (pmt) were detected on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.